Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient experienced infusion set leakage on (B)(6) 2024. No further information available.